Event description:
It was reported that noise was seen on egm. Externalized conductors between the rv and svc coil were observed via x-ray. Lead remains implanted. No further information available at this time.

Event description:
New information received notes the lead was replaced, date unknown.